Event description:
The customer inquired of any reported issues with the anticoagulant. Customer advised they experienced a sudden increase in clumping after switching to the lot on 15 august from the previous lot that expired 14 august. The customer reported 3 samples with platelet clumping. The customer advised tubes were inverted 8-10 times per IFU. The customer advised tubes were filled to the fill mark +/-10% and collected with multiple needle devices, 21g bd vacutainer eclipse, and 23g butterfly. The customer advised the platelet clumps occasionally are detected on their instrument reports and occasionally only detected by slide [microscopic peripheral blood smear review].

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance documents revealed no deviations in relation the reported event. The cause of the event cannot be determined.